Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure this right atrial (ra) lead was stuck in the header of the device. The terminal pin separated from the lead and remains in the header of the explanted device. The remaining portion of the lead was capped and abandoned. No adverse patient effects were reported.